Event description:
It was reported that the intra-aortic balloon (iab) was inserted sheathless via the right femoral artery in the operating room (or). Approximately one week later in the intensive care unit (ICU) the arrow autocat2 wave intra-aortic balloon pump (iabp) alarmed he (helium) loss and it was decided to remove the iab catheter. During the removal process, it was noted by the CT surgeon that there was more resistance than normal for the removal of the iab catheter. Recognizing that this could be an entrapped iab, the CT surgeon consulted a vascular surgeon. The decision was made to surgically remove the iab in the o.r. Through a cut down at the iliac artery. Another iab was not inserted. The CT surgeon noted that after the iab was removed he felt a clot inside the iab membrane. The pt survived the removal of the entrapped iab however, the pt did expire approximately on week following the removal procedure. The pt expired due to other medical / hematological problems.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.